Event description:
Medwatch form received from account indicates overdelivery. The pump was set to infuse heparin 25,000u/250ml ns at 9ml/hr via primary, and normal saline at 75ml/hr via secondary concurrent delivery. "At 2:00 am on 3/13/97, the heparin drip was discontinued while the pt was sent for an MRI. The pt returned from the MRI at 3:30 am and the heparin drip was reconnected. Settings of the pump were rechecked by the nurse for accuracy. At 4:25 am the pump began to alarm with a message "kvo? Reset settings?" Two nurses responded to the alarm and found the heparin bag empty. The pump settings were rechecked by both nurses and verified to be correct. Because the exact volume of heparin was not recorded at the time the heparin was discontinued for the MRI, the amount of heparin infused between 3:30 am and 4:30 am cannot be determined. The nurse had noted that there was 'plenty of solution left in the bag.' The pt was monitored with no sign of bleeding. Follow up ptt was normal. The pt was apparently not harmed by this incident." Account reports they were unable to duplicate the problem when tested by biomedical engineering.